Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging from 43-44 mg/dl; cause was not known. Customer consumed carbohydrates to address bg. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.